Event description:
It was reported that multiple temperature alarms occurred while the pump was in the customer's pocket. Reportedly, the pump was not exposed to abnormal temperature conditions and the alarms continued to occur. Customer's blood glucose level was 121 mg/dl. The customer reverted to manual injections for insulin therapy.